Event description:
Country of complaint: (B)(6). Sleeves are loose. Extension of operation time 15-30 minutes.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Manufacturing site: eval on-going.